Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display screen with auditory and vibratory features. The keypad cover was missing. The contrast and ¿up¿¿ buttons responded intermittently. Removal of the keypad cover found contamination under the contrast and ¿up¿ button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored, there was tactile issue with the contrast and ¿up¿ buttons and contamination was found under these button contacts. This report is made based on results of investigation completed on 11/11/2014.